Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient was no longer able to charge the ipg. The patient underwent a revision procedure wherein the ipg was explanted and a new ipg was implanted in the new pocket site. No device malfunction was suspected. The patient was doing well postoperatively.